Event description:
It was reported that a revision surgery was performed due to infection.

Manufacturer narrative:
The associated complaint device was not returned for evaluation. A clinical investigation concluded that no clinically relevant documentation was provided to perform a thorough medical investigation; however, per complaint the revision was due to infection. The patient impact beyond probable antibiotic treatment and the reported revision itself cannot be determined. No further medical assessment can be rendered at this time. Without the return of the actual product involved information and no batch information available, our investigation of this report is inconclusive. No further actions are being taken at this time. Should additional information be received, the complaint will be reopened.